Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 100, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified radial cutaneous vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres for 30seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications were reported and the patient status was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified radial cutaneous vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres for 30seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications were reported and the patient status was good post-procedure.